Event description:
Alleged event: healthcare professional reported left side "capsule" against a non-allergan device. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).